Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One (1) certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified wear, and the device fracturing above the threads. (Neck area). No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7 months and 4 days. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture). The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (1235969). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235969) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or product (iuniht). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported screw fractured. Implant is in good conditions.